Event description:
Patient with fever and respiratory failure. Chest x-ray ordered and was performed. Radiographs on this patient were not accessible on the mdds linked to the protouch ehr device. This resulted in delay of diagnosis and care. There were not any alternative work arounds to access this chest x-ray, including search mechanisms. No staff member could find it either.